Event description:
In october 2004, the patient reportedly stopped wearing the external headpiece. The patient was seen at the clinic for evaluation. Testing performed confirmed that the device was functional. Programming adjustments were made. In 2004, the patient was seen by a company representative for device evaluation. Testing performed revealed that the device was not functional. Surgery to explant the patient's device was scheduled.